Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient's father contacted animas to the pump had powered off during use several times. The patient's father reported that the intermittent power issue began the day prior. The reporter stated the pump powered off 3-4 times since issue started. At the time of troubleshooting, the reporter claimed both the pump's battery cap and battery had been replaced, but the issue remained unresolved.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows an unconfirmed "replace cartridge" alarm at 9:27 on (B)(6) 2012, followed by "loss of prime" warnings, and then a "replace battery" warning at 17:15 on the same day followed by rebooting. Visual inspection revealed no damage to the battery cap or battery compartment. The battery cap was able to fully tighten with no yellow o-ring showing. The pump was exercised for 24 hours with no power issues occurring. Unrelated to the complaint, investigation revealed that the keypad was lifted near the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. There was evidence of keypad contamination found under all key contacts.